Event description:
The tech alleged that the power cord had bare metal wires exposed. No pt impact.

Manufacturer narrative:
The tech found the power cord had been damaged. The tech replaced the power cord to resolve the issue.